Event description:
It was reported that the atrial lead exhibited noise. The patient was brought into the clinic for a follow up and provocative testing found no anomalies. No intervention was performed and the patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).